Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual inspection confirmed the tube was broken. Device was manufactured in accordance with manufacturing process and drawings.

Event description:
It was reported prior to surgery the device had a small piece broken off.